Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/06/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 05/22/2015 with the following findings: on investigation, the alleged damaged casing and moisture intrusion issue was verified. The pump powered up properly and no tactile issues were found with the buttons. The front of the cartridge compartment was found to be cracked below the keypad. The battery compartment was found to have cracked below the grip pad. A leak test showed a leak in the cartridge compartment. Pump casing was opened and evidence of moisture intrusion was found on internal components inside the pump.